Manufacturer narrative:
Unit passed displacement test, however unit received with corroded motor switch and corroded electronic assemblies. Unit received with cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the back of the insulin pump had crack and the insulin pump was exposed to moisture. Customer's blood glucose level was 97 mg/dl at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.